Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was found in central broken.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device did not confirm the reported breakage. The examination did note damage to the locking fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.